Event description:
While performing testing to used verify leukoreduction in blood products, customer discovered a discrepancy in the release results. The discrepancy found was between the results obtained using the epics xl/mcl and the results obtained using a hematology instrument. The co's investigation revealed the following: the customer had been trained on the methodology by a co application specialist who had explained the requirement of a multiplication factor in the procedure. At some point the customer stopped using the multiplication factor of 10 needed to generate correct results. It is unknown at this time if any pt received treatment based on the use of the erroneously relaesed blood product.